Event description:
It was reported that device movement/shift resulting in incomplete seal occurred. A left atrial appendage (laa) closure procedure was performed. The left atrial pressure was 14 mmhg. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The closure device was deployed and met release criteria. Upon release, a small proximal shift of the device was noted. There were no leaks noted at the time and the device still met release criteria. The patient was discharged on eliquis 2.5mg twice a day. At the 45-day follow up transesophageal echocardiogram (tee), a 6mm leak was noted and the device appeared to have shifted slightly distal and canted on its side. The patient will remain on novel oral anticoagulants (noac) for 90 days and then reassess the leak. The patient was asymptomatic.